Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient hadn't charged her scs ipg in over six months. As a result, her ipg became inoperable. An sjm representative met with the patient and confirmed external devices were unable to connect with the ipg. Surgical intervention took place on (B)(6) 2016 at which time the ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.